Event description:
It was reported that on or about (B)(6) 2010, an ams elevate was implanted in the plaintiff to treat her pelvic organ prolapse. The plaintiff's attorney alleged that the product "caused the plaintiff severe, permanent and serious bodily injuries and significant mental and physical pain and suffering." It was also alleged that the plaintiff suffered "infection or inflammation, tissue abrasion, and other severe adverse health consequences."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.